Event description:
Patient death day of vf episode ((B)(6) 2023). Spontaneous vf episode with significant undersensing. Device detected and delivered appropriate therapy with appropriate output that did not terminate the arrhythmia. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).